Manufacturer narrative:
The reported event is confirmed-design related. Initial investigation has indicated that documentation including bill of materials, manufacturing, inspection, specifications, and drawings associated with manufacturing of subassembly product codes my236912y, my236914y and my236916y was incorrectly implemented with the transfer of manufacturing to the kulim plant impacting all product manufactured in kulim for these product codes. There are two primary root causes: there is not a clear template or guidance document in the corporate standard or local procedures for what a gap assessment should look like and/or include. The gap assessment only indicated ¿female short catheters¿. It did not have the resolution of 8" or 11" length catheters or the fms/mps and drawings of the formers or catheters to enable understanding of the length. A DHR review is not required for this reported issue. The reported event is understood, characterized, and confirmed as unrelated to the labeling issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the three catheters were a few inches shorter than usual. They had not had this problem before and been using the catheter for 12 years. District nurses would not use them due to the length.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the three catheters were a few inches shorter than usual. They had not had this problem before and been using the catheter for 12 years. District nurses would not use them due to the length.